Event description:
Procedure type: lap appendectomy. Patient gender: unk. According to the reporter, the dexide trocar obturator broke while inserting into pt and a complete insertion was not achieved. The obturator was stuck in cannula and was easily retrieved from pt along with all its parts. A new port was opened to continue the operation. There was no damage to the pt or port site due to the port breakage. No pt information could be obtained. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 07/06/2007